Event description:
It was reported that during a varix procedure, the clips would not advance. When they tried to use the device, the clips did not come out or were delivered a crossed. They used another like device (same batch) to perform the procedure. No patient consequences.

Event description:
It was reported that during a varix procedure, the clips would not advance. When they tried to use the device, the clips did not come out or were delivered a crossed. They used another like device (same batch) to perform the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 24 clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.